Event description:
The hcp reported within two days of having the drug delivery system implanted, the patient began experiencing confusion and mood changes including apathy and outbursts of anger. The patient also experienced extreme drowsiness and has slept up to 20hours/day. Within a week of having the pump implanted, the patient was experiencing the other adverse effects listed above, along with a "flare-up" or pre-existing reflex sympathetic dystrophy (rsd). The patient's hcp believes that the rsd "flare-up" was probably a post-op effect from the pump implant procedure. The hcp reported, that the drug contained in the patient's pump was prialt (1.498 mcg/day) in combination with dilaudid (1.1mg/day) for treatment of back pain. Two weeks after implant, the patient's prialt dose was increased to 1.65 mcg/day and the dilaudid dose was increased to 1.3mg/day. In spite of the dose increase, the patient has not yet experienced any pain relief from the prialt. The patient continues to take oral medications (methadone and dilaudid) at the same level they were prior to beginning intrathecal therapy. The patient had a sympathetic nerve block to relieve the symptoms of the rsd "flare-up". The patient has a medical history that includes "7 or 8" prior back surgeries. Additional information has been requested from the hcp, but was not available at the time of this report.